Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-set leaked; further reported as "the tubing was not working and the fluid passed goes to outside of the bag not inside of the bag". This occurred during use of the patient for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual sample was received for evaluation. A visual inspection with naked eye noted a bag end of the port tubing to be on the outside of the bag. The reported condition was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.